Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of event was 800 mg/dl. The current blood glucose value of the customer at the time of the call was 513 mg/dl.  The customer had felt chest discomfort and extreme thirst as symptoms of high blood glucose value. The customer was admitted to the hospital emergency room for treating high blood glucose on (B)(6) 2022. The auto mode was activated at the time of the event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed; however, it was unknown if the customer will discontinue using the device or not. The product will not be returned for analysis.